Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. No code available (3191) was used to capture bone disorder.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a primary left attune to treat pain secondary to degenerative joint disease. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient received a left knee revision to treat pain secondary to aseptic loosening and subsidence of the tibial tray. Upon entering the joint, the tibial tray was grossly loosed and debonded at the cement to implant interface. The tibial tray had subsided enough that the insert was resting at the rim of the tibial bone. There was a significant defect on the medial aspect of the tibia and significant scar tissue was removed from the joint. The femoral component was well-fixed but revised. The patella was well-fixed and retained. There was no reported product problem with the explanted insert. The patient was revised with a competitor revision construct. The procedure was completed without complications. Doi: (B)(6) 2017, dor: (B)(6) 2020, left knee.